Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4). The product involved in the described event is "discofix c" and this product is not 510k cleared in the us market. A similar product, "discofix", is marketed in the us but the connection which was reported to have separated is not present on the us marketed product. Further information regarding the event from the incident report indicated the patient was brought back from a lung-xray-examination to his room. The patient door was closed because he also suffered from (B)(6). Forty-five (45) minutes later, the patient was found on the bed, without any reaction. The discofix c green connector/stopcock connection was separated and some blood loss was noted. Fifteen minutes later, patient was declared as expired. A b. Braun representatives visited the hospital, no explanation was found how, when and why the connection separated. Although, the hospital representative did not believe the event was related to a product issue. Furthermore, the investigation by the responsible police division was closed without any conclusive findings. As a result, the root cause of the separation is unclear. Visual inspection revealed that one of the three stopcock connections was heavily bent (but not leaky) and the rotatable connection hub (twist collar) was separated from the device body. The reported defect could not be duplicated and no mechanical damage deriving from the production process could be determined. The DHR for the product was reviewed and no abnormalities or deviations were noted. The final inspection showed a tensile separation force of >80n for the connector/stopcock connection of interest, which is well in excess of the minimum design specification requirement of the 15n. At this point, it does not appear that the damage observed could be related to the product manufacturing process. Finally, no adverse quality trends were identified during the complaint review process. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the event and a link between the patient outcome and the device cannot be established. However, it does not appear that the adverse event was attributed to the patient outcome.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): discofix on the side of patient disconnected and probably bent. The green connector has slipped out from the connection with three-way stopcock.